Event description:
L5-s1 posterior lateral fusion. Rep not present during case. Rep advised that during final tightening the intermediate tightener was over tightened and sheered 3 of the 4 teeth off the distal tip resulting in those 3 teeth being broken off. Final tightener was still achieved as this was last screw to be tightened. There was no delay to procedure. All 3 broken teeth were collected and sent together with the instrument to cssd for processing and sterilizing and to be picked up and returned to warehouse by rep. No adverse event reported. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.